Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and required more frequent charging of the implantable pulse generator (ipg). The explanted device was retained by the facility and will not be returned for analysis. Following the procedure, the patient is recovering well and reports satisfaction with pain relief.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, exact event date is unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event, exact event date is unknown.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and required more frequent charging of the implantable pulse generator (ipg). The explanted device was retained by the facility and will not be returned for analysis. Following the procedure, the patient is recovering well and reports satisfaction with pain relief.